Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user had a fall in (B)(6) 2021 and after this immediately reported that she could no longer hear with the device. The user has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user had a fall in (B)(6) 2021 and after this immediately reported that she could no longer hear with the device. A re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had a fall in (B)(6) 2021 and after this immediately reported that she could no longer hear with the device.